Event description:
A healthcare professional contacted baxter (B)(4) and reported that while a patient was connected during hemodialysis therapy, cloudiness/ white chalky substance in the pre and post dilution lines were noticed. The patient was (B)(6) with many health issues and had died on the (B)(6) 2010 due to extraneous health complications.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. (B)(4). A sample has not been made available as it had been contaminated/in contact with a (B)(6) patient. However, samples for similar complaints were analysed. The precipitates were isolated and inspected using various laboratory analytical methods. The analyses concluded that the precipitates observed are calcium carbonates. A (B)(4) team, (B)(4), has been set up to investigate this issue. The relevant ministries of health have been notified of this problem. A caution in-use notification letter has been issued, which has been placed on all accusol product by the relevant centres/hospitals. Investigations into this issue by the team have progressed. The ph of the solution has been identified as the primary root cause of this problem. (B)(4). We are confident that these corrective measures will significantly reduce the occurrence of this problem. A more long-term preventative plan is currently being evaluated by the team to permanently eliminate this problem. There is no serious injury or intervention to prevent such reported in this event that is causally related to a baxter device. There is no evidence that the death from (B)(6) is related to a baxter device. This is not an MDR reportable death. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning letter chi-07-10.